Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed, and an attempt to recover the hardware failure was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a door failure. A field service engineer found multiple errors in the error log related to door 2 and some errors associated with door 3. The fse replaced the latches on doors 1, 2, and 3, identified that the latch for the fourth door position was misplaced, and corrected and serviced it. The system was then tested using the hardware testing application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.